Event description:
It was reported that the ventilator had a dead battery. There was no patient involvement. The biomedical engineer tested the unit and found that the power cord was defective and not charging the battery. The biomedical engineer ordered a replacement power cord. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the power cord to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.